Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was 500 mg/dl with moderate ketones. The customer reportedly administered a manual injection in order to address for the bg level. Multiple supply changes were performed to address the occlusion alarms.